Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 156 and blood glucose was 400 mg/dl. Customer also reported of receiving lost sensor alarm. Troubleshooting was performed for pump error alarm, high blood glucose and lost sensor alarm. Insulin pump passed self-test. Insulin pump would not be replaced.